Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable). A us distributor reported that an electrode belt was displaying a service code 204 and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to an internally shorted u612 component on the ca board. Upon investigation the monitor was unable to complete a baseline or detect and treat testing. The root cause for the defective u611 component could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (service code 204, arrhythmia alarms) was confirmed due to contamination found on the j502 on the distribution node (dn) pca board, causing fault. Upon further investigation, all tes were deployed, causing the gelled belt. There is no indication that the patient protection was affected by the gel release. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.